Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed with no anomalies found. Visual analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds. The rv lead was pacing at 100%. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.